Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the impedance on both the atrial and right ventricular (rv) leads had risen and was now high. The leads will be closely monitored and remain in use. No patient complications have been reported as a result of this event.